Event description:
While this type of resuscitator was being used on a patient, the front of the ventilation bag was collapsed inside the larger portion of the bag. The nurse did not realize that this part of the device could be extended, thereby increasing the air volume of the bag. The bag was partially collapsed on itself. There is nothing in the directions that address this. The patient was not harmed.====================== health professional's impression======================directions do not indicate that you need to pull connector forward to check that the bag has not collapsed onto itself.